Event description:
Drive devilbiss healthcare received a report of an incident involving a rollator from an end user, who reported that while he was seated in the rollator, the "seat cracked and collapsed," causing him to fall and sustain a torn rotator cuff, as well as pain in his neck and shoulders. Drive is currently investigating the incident, including attempting to retrieve the product to evaluate it. Drive will update this filing if additional information becomes available.